Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation and/or stenosis requiring replacement of the valve. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The explanted device has not been returned for evaluation; therefore, the reported event could not be confirmed through device analysis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per follow-up response from another file, a 6625 mitral valve size 27mm was explanted due to leaflet tear leading to regurgitation after an unknown implant duration. An unknown valve model and size was successfully implanted in replacement. The model and size of the replacement valve could not be provided due to patient privacy.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, the occurrence date was different and a new complaint has been opened and this correction is being submitted. MFR #2015691-2021-06315 was submitted by mistake. Please refer to MFR# 2015691-2021-06560 for the correct information.